Manufacturer narrative:
There are no allegations or indications of any system or component failure. The patient received good therapy while the system was in use and requested to explant when the pain symptoms were no longer present.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2022 to treat lower back pain. Patient reported a 70% reduction in pain immediately upon activating the system. In (B)(6) 2024 the firm was informed that the patient was no longer using the nalu system. The patient reported no longer having pain symptoms and did not need to use the nalu system, thus the patient requested to have the system removed. On (B)(6) 2024 the firm became aware that a full system explant had taken place. The date of explant, facility where performed, and the physician who performed the procedure are unknown and were not shared with the firm.